Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received a sensor error. 5 minutes later the sensor came back on. The user's blood glucose (bg) measured at 129 mg/dl, and they noticed a correction for 1.1 units. The user believes the ilet's algorithm is dangerous because her "sensors are not accurate." Sensor specifications were not provided. A return was arranged for the user. There was no report of any end-user harm or adverse event associated with this report.